Manufacturer narrative:
Additional information has been provided regarding this complaint. Additional information provided by the eye care professional (ecp) indicates that the corneal erosion had no signs of infection and was not serious. There was no treatment needed and the issue resolved. Based on the facts available at this time, this event is not considered serious or reportable. The manufacturer internal reference number is: (B)(4).

Event description:
As of (B)(6) 2016, the eye care professional (ecp) reported that the corneal erosion caused by the contact lenses was not serious. There were no signs of infection and she believed the problem to be due to a thin imperfection in the contact lens. The consumer resumed contact lens wear and the issue resolved.

Manufacturer narrative:
The device was not available for evaluation. The lot number was not provided. The manufacturing investigation is still in progress. A supplemental mdrwill be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
On the (B)(6) 2016, a sales representative reported a female customer experienced discomfort and poor vision during contact lens wear. After a few minutes of wear, the customer removed the lenses due to them causing corneal erosion. A corneal abrasion was also reported. The current patient condition was reported as worsened. No further information was available. Additional information has been requested.